Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent for xpert tibial nail procedure. During the procedure, it was very difficulty to undo the tibial insertion handle for the supra-patella approach from the definitive nail. The surgeon thought the thread may have been damaged or crossed threaded when attaching. It was unknown if the procedure was completed successfully. There were no patient consequences reported. Concomitant device reported: unknown nails: expert tibial (part# unknown, lot# unknown, quantity 1). This complaint involves two (2) devices. This report is for (1) insertion handle for suprapatellar. This is report 1 of 1 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: no device is returning for investigation. The customer retaining the product. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.